Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was capped due to unspecified anomaly. The lead was capped and replaced on (B)(6) 2022. Patient status was not reported.